Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted in the airway to treat airway stenosis during a stent implantation procedure performed on (B)(6) 2026. During procedure, when the stent was inserted into the body, the physician was not able to deploy it. Due to this event, the procedure was not completed. There were no patient complications reported as result of the procedure.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as the facility name exceeded character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of a cancelled procedure.